Manufacturer narrative:
Manufacturing review: device history record (DHR) could not be reviewed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were received and reviewed. The medical record review allege that the ivc filter was placed due to dvt/pe. Approximately seven years post deployment, a CT angiogram of the chest was performed which showed bilateral pulmonary emboli with filling defect seen in the distal portion of the main pulmonary arteries with extension into both lower lobe pulmonary arteries. However, no deficiencies were identified in the provided medical records. Therefore, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labelling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.